Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec¿d 3/6/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified. Records are available for further review. The complaint was updated on 3/31/14. Update rec'd 7/24/2014 - clinical report received. Dor provided. Patient was revised to address pain. Upon revision, focal lymphocytic and histiocytic inflammation were noted. There is no new additional information that would affect the investigation. Doi: (B)(6) 2010 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A review of the device history records for the 3073371 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report received. Dor provided. Patient was revised to address pain. Upon revision, focal lymphocytic and histiocytic inflammation were noted. There is no new additional information that would affect the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/29/2015- pfs and medical records received. The medical records were received on 8/18/2014 with alert date of (B)(6) 2014. These records were reviewed on 4/29/2015. After review of the medical records for MDR reportability, a correct dor was provided. The revision operative note indicated metallosis and trunnionosis. No labs have been provided for the alleged high metal ions. The stem is being added to the complaint. The complaint was updated on:4/29/2015.

Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating and inflammation. Blood testing has indicated that the patient's cobalt and chromium levels are elevated. Comment: although litigation alleges that patient has experienced corrosion and friction wear, causing metal ions to be released into patient's bloodstream, it is likely that they are referring to metal-on-metal wear rather than actual corrosion. At this time we are reporting the liner and head, but should we receive additional information, we will update if needed.